Manufacturer narrative:
Date of event: event occurred about sometime in (B)(6) 2017. Exact rpn of complaint device is unknown. Device is either a zsle-20-90-zt , lot # 5420659 or a zsle-20-74-zt, lot # 5648410. (B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg was observed to be occluded. A male patient had 2 zenith flex with spiral-z technology aaa endovascular graft iliac legs and a zenith flex aaa endovascular graft bifurcated main body implanted on (B)(6) 2015. Following implantation, the device was reported to be "functioning normally and was followed up without incidence". In (B)(6) 2017, the right limb was observed to be occluded. It is unknown what the rpn of the right limb is. The patient underwent a fem-fem bypass procedure to restore blood supply to the lower limb. The grafts have continued to be monitored and upon follow up it was noted that thrombus is forming in the left limb, which is reported in another MDR with the patient identifier: (B)(6). An additional procedure has been mentioned to address this issue but is not currently planned. The patient "has been and remained anticoagulated". No other adverse effects have been reported for this incident.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: section d: it was previously reported that the device is either a zsle-20-90-zt, lot #5420659, or a zsle-20-74-zt, lot #5648410. Image review and investigation determined the zsle-20-74-zt was implanted on the right side, and clarification from the customer revealed the lot # of this device is actually 5468410. This information has been updated. Investigation ¿ evaluation. It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg was observed to be occluded. A male patient had 2 zenith flex with spiral-z technology aaa endovascular graft iliac legs and a zenith flex aaa endovascular graft bifurcated main body implanted on (B)(6) 2015. Following implantation, the device was reported to be "functioning normally and was followed up without incidence". In (B)(6) 2017, the right limb was observed to be occluded. The patient underwent a fem-fem bypass procedure to restore blood supply to the lower limb. The grafts have continued to be monitored and upon follow up, it was noted that thrombus is forming in the left limb, which is reported in another report with the patient identifier: (B)(6). An additional procedure has been mentioned to address this issue but is not currently planned. The patient "has been and remained anticoagulated". A review of the documentation, complaint history, device history record, instructions for use (IFU), and quality control, as well as a visual inspection of imaging provided were conducted during the investigation. The complaint device was not returned, however imaging was provided and sent for expert review. The image reviewer found the device implanted on the patient's right side (subject of this complaint) was the zsle-20-74-zt, which was completely occluded. The left-to-right femoral-femoral bypass graft is patent. The only significant anatomic finding was moderate tortuosity of the right cia, resulting in angulation of the mid right leg graft at the ipsilateral limb junction. There is also partial thrombus formation in the zsle-20-90-zt, implanted on the left side (addressed in the related complaint). Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that design verification testing performed showed that the affected product meets the established acceptance criterion for the deployment of the device. A review of the device history record for both potential device lots revealed no nonconformances. The only additional complaint associated with these device lots is the related complaint for the occlusion on the patient's other side. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: ¿4.2 patient selection, treatment and follow-up zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. For sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use.4.2 patient selection, treatment and follow-up. Zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. For sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa. Endovascular graft family of products, refer to the appropriate instructions for use. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 17 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. The zenith spiral-z aaa iliac leg has not been explicitly evaluated clinically; however, its performance is represented by the zenith aaa endovascular graft iliac leg (a previous version of the device), which has not been evaluated in the following patient populations: key anatomical elements that fall outside the sizing requirements specified in the appropriate main body or renu instructions for use. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3 pre-procedure measurement techniques and imaging diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 11.1.7 molding balloon insertion: 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. 6. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. 10. Remove molding balloon and replace it with an angiographic catheter to perform completion angiograms." Based on the information provided, inspection of the provided imaging, and the results of the investigation, the occlusion was determined to be related to patient anatomy and graft placement during the initial procedure. Additionally, thrombus formation is a known inherent risk of evar procedures. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.